Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty) on the left side. Subsequently, the patient experienced pain in both legs. They state feeling a shooting sensation when putting pressure on the foot. Patient was admitted to the ER for observation where the doctor advised to ice and elevate for 2-3 hours and avoid doing any activities. They were also provided medication. The device remains implanted. The outcome is considered resolved. No further information available.

Manufacturer narrative:
D10: 186-01-56 - integrip cc, cluster 56mm,g3: (B)(6). 132-36-53 - nv gxl lnr, lipped, 36mm ID, group 3 cups: (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). 180-65-30 - alteon 6.5mm screw, 30mm: (B)(6). 162-00-04 - neck preserving stem, std offset plasma sz 4: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.